Event description:
It was reported that during the implant procedure, there was high threshold on the lead. The implanting physician was unable to get adequate threshold values during implant. The lead was attempted and not used. No patient complications have been reported as a result of this event.